Event description:
It was reported that the ilet user experienced hyperglycemia with a highest sensor reading of 271 mg/dl, following dinner without a corresponding meal announcement. Troubleshooting and education were completed, and the user allowed the ilet to correct without taking outside insulin, after which glucose returned to range. Symptoms included hyperglycemia. Outcomes included no lasting health consequences or impact. Investigation included communication with the user and analysis of user-provided information. Investigation of this case revealed no device problem, a usage problem related to a missed meal announcement, and involvement of the user interface. It was concluded, based on previously established findings for similar reports, that the cause was failure to follow instructions and that an unintended use error contributed to the event.